Event description:
The rptr called lifescan after seeing a notification in the pharmacy regarding the surestep replacement program. She remembers that approx two years ago after buying the meter, she obtained a couple of error messages. She doesn't recall what the error messages were.